Manufacturer narrative:
Per repair statement, the unit is alarming or red light. The key failure is the clamps on the manifold were causing leaking from the hose.

Event description:
Per repair statement, the unit is alarming or red light.